Event description:
A psl cup size 62 was implanted with the use of 5 screws for fixation. The constrained liner was then impacted into the cup. The hip was then reduced using a 28mm + 10c tapered head. The reduction was satisfactory while putting the hip through a range of motion the bipolar part of the constrained liner dislocked from the poly cup. Being unable to relocate the bipolar, the poly was removed from the psl cup and a new constrained insert was impacted. The new insert functioned.